Manufacturer narrative:
Added information to b5, b7, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including chronic kidney disease (ckd) and diabetes mellitus (dm).

Event description:
It was reported and learned through investigation a patient with a 31mm 6900ptfx mitral valve implanted four (4) years, nine (9) months, underwent valve-in-valve procedure due valve failure due to calcium and patient's myopathy. Patient presented with heart failure and shortness of breath. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a patient with an edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due valve failure from patient's myopathy. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve.